Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial tray at bone to cement and cement to implant interface. Competitor cement used. Unstable knee in both valgus/varus testing. Determined during the revision the tibial tray was loose. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 150600007, work order (B)(4) was manufactured on 21st september 2016. 12 parts were manufactured per specification and all raw materials met specification. Nr-0047921 is associated with this lot; this nr relates to the led front light on the vision camera system failing. The led light is required for vision camera to take an image of the part to identify the part and to measure the part. A planned non-conformance nr-0047921 was initiated to allow the processing of attune fb/rp trays, cocr, mbt and titanium trays through lasr0007 with the visionsystem turned off. The parts undergo 2d part marking on lasr0007 the parts are then scanned post laser at 2d laser mark, cleanline and cleanroom process work steps. The planned condition is that the parts will be hard gauge for part verification by an independent inspector post generate label work step. Therefore, there is no correlation with the failure mode. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. H6 patient code: no code available (3191) used to capture the surgical intervention.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) used to capture the medical device removal